Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the smarttouch tablet properly recognized the subject cpr3h (the blue leds were on). However, when an interrogation was attempted, all the leds turned off and the interrogation was not possible.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the smarttouch tablet properly recognized the subject cpr3h (the blue leds were on). However, when an interrogation was attempted, all the leds turned off and the interrogation was not possible.